Event description:
A pt reports undergoing cataract surgery with implantation of the crystalens in the left eye. Postoperatively, the pt presented with induced astigmatism (plano - 3.75 d). The pt's bcva is 20/20. The physician reports performing lasik and the pt's prognosis is excellent.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The physician attributed the event to the axis of clear corneal incision being flat.